Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (under 50 mg/dl). Low bg was addressed with soda and food. The customer thought pump settings needed to be adjusted and was the cause of the low bg. After speaking to a healthcare provider, the pump settings were adjusted.